Event description:
During an implant procedure, the leadless pacemaker (lp) was unable to be interrogated. The lp was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of inability to interrogate the device was not confirmed. Visual inspection of the device found the outer and inner helix to be within specification. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found normal telemetry.